Manufacturer narrative:
A2 and a4 are unknown. No product was returned for investigation. The cause of the cardiac perforation was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp and ECMO developed an oozing lump. The lump was surgically removed but the patient did not recover and expired from multi organ failure.

Manufacturer narrative:
Section h code has been updated based on additional information. This report reflects the most up to date coding. Clinical assessment: male patient (age unknown) with scai stage d cardiogenic shock implanted with impella cp. Revascularization completed, and ECMO added as primary support device. On day three, while on dual support, an cardiac perforation was noted, which was surgically repaired. Patient expired on support the following day. Impella will be conservatively coded to cardiac perforation, surgical intervention, and death.